Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had blank display and keypad anomaly. The customer¿s blood glucose level was 118 mg/dl. The customer reported that the button was pressed for three minutes and it was exposed to moisture. It was reported that they had blank display. The customer reported that they had damage on the battery compartment. The customer was advised to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. Power supply test failed during self-test alarmed during selftest due to moisture damage on the electronic assembly and motor. Unable to perform sleep current or active current test due to corrosion on connector. Blank display not confirmed. Keypad unresponsive/button error alarm not confirmed.